Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device was not returned. Therefore, a device evaluation could not be performed. The cause of the reported femoral artery and external iliac dissection, is attributed to an oversized device for the patient anatomy. It was reported that the patient had small access points, and the outer diameter of a 24 fr dryseal flex introducer sheath is 8.8mm. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introducer the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And bleeding. Updated h6: updated component code to g04061, g07001 was inadvertently entered and should be removed. Updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d1102 and d12, code d16 is no longer applicable.

Manufacturer narrative:
D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® conformable thoracic stent graft with active control system (tgmr373710e, tgmr312610), gore® tag® thoracic branch endoprosthesis (tac084515e, tsb081006, tsb121706e). Review of the manufacturing records is ongoing. Engineering evaluation could not be performed as the device is not returned. The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on (B)(6) 2025 from the imedidata study database: a patient with type b (distal to left subclavian artery) thoracic / thoracoabdominal dissection underwent emergency treatment on (B)(6) 2025 using gore® tag® thoracic branch endoprosthesis (tbe) and gore® tag® conformable thoracic stent graft with active control system (ctag). The aortic component of the tbe device (tac084515e) was implanted in zone 1, with the side branch (tsb081006) in the left common carotid artery (lcca), and a second side branch (tsb121706) in the left subclavian artery (lsa) using snorkeling technique with self expandable stent. The 2 ctag devices are implanted in the proximal descending thoracic aorta (tgmr373710), and the distal descending thoracic aorta (tgmr312610). There were no type I or type iii endoleak observed at the conclusion of the procedure. On (B)(6) 2025, it was reported that a 24 f gore® dryseal flex introducer sheath was used to introduce the tbe device during the initial procedure ((B)(6) 2025). Due to the large sheath size and the small access points of the patient, the percutaneous access at the right femoral site failed and lead to a dissection of the right femoral and external iliac artery. A right iliac artery stenting and a surgical cut down was performed. On the same day, the patient suffered a major hemispheric stroke with right-side hemiplegia, systemic thrombolysis was begun. While on systemic thrombolysis, femoral and retroperitoneal bleeding occurred, leading to another surgical cutdown on the right femoral artery. It is suspected that the thrombolysis triggered a retroperitoneal hematoma (likely due to the previous vascular access injury). The patient passed away on (B)(6) 2025. The primary relationship is reportedly related to treatment/procedure.